Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering higher than set peep (positive end expiratory pressure), low vte (exhaled tidal volume) levels, and low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering higher than set peep (positive end expiratory pressure), low vte (exhaled tidal volume) levels, and low fio2 (fraction of inspired oxygen) readings. There were no reports of patient use associated with the reported issues.